Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this pacemaker was being checked after radiation treatment, and the battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device could either be replaced or the battery status could be evaluated again in the future. No adverse patient effects were reported. The device remains in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received which reported that this patient would be enrolled in remote monitoring and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this pacemaker was being checked after radiation treatment, and the battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device could either be replaced or the battery status could be evaluated again in the future. No adverse patient effects were reported. The device remains in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received which reported that this patient would be enrolled in remote monitoring and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was being checked after radiation treatment, and the battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device could either be replaced or the battery status could be evaluated again in the future. No adverse patient effects were reported. The device remains in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received which reported that this patient would be enrolled in remote monitoring and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker was being checked after radiation treatment, and the battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device could either be replaced or the battery status could be evaluated again in the future. No adverse patient effects were reported. The device remains in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.